Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. User hematocrit outside of range.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results in the meter's memory. The customer's expected fasting blood glucose test result range is 80mg/dl to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer initially called for meter reading e-0 , e-1, e-2 and e-3 and also stated that the main concern was the high results customer is testing with the proper technique. Customer states that is anemic and receives bloods transfusions. Customer is educated about the meter is sensitive to a low hematocrit.